Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not maintain a regular charge schedule for the scs ipg per the manufacturer recommendations. As a result, the ipg became inoperable. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Additional information obtained identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.